Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures,that production and process controls are in place to ensure that batchesconfirm to the applicable specifications before they are distributed. The fracture of a dental implant is a known long-term complication ofendosseous dental implants. The manufacturers trend analysis confirmsthat the reported implant fracture rate associated with its dentalimplants is low and remains consistent with the experience as documentedin the literature.there are different reasons why implants break and this problem has beenilluminated by various authors (e.g. Maeglin 1988, beumer 1989, tetsch1991, worthington 1992).beumer and lewis 1989 report the following causes:a) production / design flawsb) inadequate fitting of the suprastructurec) occlusal overloadd) bruxisme) bone resorption around the implantsf) insufficient axle alignment of the implantsg) traumah) biomechanical causesi) design of the suprastructure

Event description:
The clinician reports the implant was inserted 2017(B)(6) in fdi 46. Details of surgery: implant surface not completely covered with bone. On 2023-(B)(6), fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and hypersensitivity. No further patient complications were reported.